Event description:
It was reported the lead was damaged during implant. Electrode three on the distal end of the lead was stretched, frayed, and cut off of the end during the procedure and would not insert into the extension properly. The lead was damaged when the healthcare professional (hcp) used forceps to pull the boot off. The lead was being revised because the hcp felt the lead was placed slightly lateral. The lead was implanted and impedances were measured. Impedances of electrodes one and two were measured to be normal. Electrodes one and two were the electrodes that showed the most efficacy during testing. On 2015-01-10, the impedances were checked again and they were normal. The patient was receiving effective therapy and tremor control.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID neu_unknown_lead, lot# unknown, product type; lead. (B)(4).